Event description:
It was reported that the patient ams 700 inflatable penile prosthesis was removed and replaced with a new tactra due to unspecified reason. Additional information received stated that the patient experienced infection. The patient's condition post procedure was good.